Event description:
It was reported that the right ventricular (rv) lead r-waves had been measuring consistently low for a number of months and physician decided to cap, and replace the lead with a new. During rv lead revision difficulty was encountered in finding a location with a reasonable r-wave. After multiple attempts a suitable position was obtained with acceptable r-wave. All other rv lead parameters were within normal limits. It was also reported that the atrial lead p-waves had been measuring consistently low for a number of months with undersensing noted on real-time electrogram (egm). Physician decided not to replace this atrial lead due to patient chronic atrial fibrillation (af) condition. The atrial lead was plugged back into the device, and reprogrammed atrial response rate, atrial discriminators, atrial alerts turned off, and sensitivity set a 4mv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Analyst commented, p-wave amplitude of less than 0.5mv throughout the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).